Manufacturer narrative:
The reporter has indicated the device is not available for analysis. The investigation is ongoing. A follow up report will be submitted once additional information is received.

Event description:
It was reported that during insertion of an intraocular lens (iol) from another manufacturer using a bausch + lomb delivery device into the left eye (os), the surgeon noticed one of the iol haptics was not proper. The lens was removed intraoperatively, requiring enlargement of the 2.2mm incision. The enlarged incision size was not provided. The procedure was not complicated in any way or combined with any other surgery. The orientation of the lens did not change and the optic was free and clear of imperfections. The patient did not notice a decrease in vision and no secondary surgical intervention was performed to treat the event. The capsular bag was not damaged, no sutures were required, and the patient is doing very well with no issues. In the surgeon's opinion, the likely cause of the event was a loading error.

Manufacturer narrative:
A device history record (DHR) review could not be done as no lot number had been provided. The product was not returned for evaluation; consequently, no product evaluation had been performed. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause for this event is user error. Loading of the iol is essential for the performance of the injector and its cartridge. Issues during the loading process may lead to damaged haptics if the loading instructions are not properly followed. No corrective action is necessary at this time.